Event description:
It was reported in a printed literature article that the patient underwent urgent intervention following a diagnostic cardiac catheterization with stent placement. The patient had dilation of the superficial femoral artery. The sheath size was between 5 and 7f. The patient presented with clinical signs of acute arterial occlusion such as pain, paleness, coldness, and absence of peripheral pulse within two to four hours after catheter intervention. Diagnosis of arterial occlusion was made by duplex scan. The patient showed occlusion or high grade stenosis of the common femoral artery. Intraoperative findings consisted of a complete arterial occlusion with the whole angio-seal device located intraluminally in the femoral artery in the patient causing dissection of the common femoral artery. The femoral bifurcation had to be reconstructed after endarterectomy using a bovine pericardial patch. This was due to extreme calcification of the artery and dissection. The patient underwent successful surgical intervention. 1-12 months later, follow up was completed and no intervention was required. The implant, explant, and event dates were in 2006. Literature article from vascular and endovascular surgery (2008) 42, 225-227.

Manufacturer narrative:
No product was returned for evaluation, and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.